Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
During implant, inability to loosen set screw was noted on the device. The device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
Analysis found in both cases of the atrial and ventricular setscrews, the wrenches were not being fully inserted into the setscrew insets. With partial insertion of the wrench, it is not engaging enough of the inset to untighten the setscrew and it will lose its grip on the inset and begin to turn around in the inset and strip it. The insets of both setscrews were partially stripped. Nothing was revealed in the setscrew insets to prevent the user from making adequate wrench insertions. Testing revealed the setscrews could be tightened and loosened normally. Battery analysis was at normal eri.